Event description:
It was reported that the device exhibited fluctuating battery voltage and eri estimate. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis did not confirm the varying battery voltage measurements. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench and no anomaly was found. The cause of the field event could not be determined.